Manufacturer narrative:
This report is filed october 29, 2015.

Event description:
Per the clinic, the patient received little to no benefit from the device. Subsequently, the device was explanted on (B)(6) 2015; during the same surgery, the patient was re-implanted with a new device.

Manufacturer narrative:
(B)(4).